Event description:
It was reported patient underwent total knee arthroplasty on an unknown date in 2007. Subsequently, the patient was revised on (B)(6) 2013, due to wear of the polyethylene bearing. The polyethylene bearing was removed and replaced. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - unknown. PMA/510(k) number. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces."